Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. The review of the lhr (f1601403) indicated that there were no non-conformances related to this event and the mynx device lot met all established performance criteria prior to shipment. The mynx instructions for use (IFU), instructs the user to "gently advance the advancer tube until single marker is fully visible and then hold in place for up to 30 seconds." Then, "lay the device down for up to 90 seconds." If the tamping tube is pushed too far into the hydrogel sealant, the grip tip of the sealant may adhere to the advancer tube and the sealant may follow the advancer tube out of the tissue tract during removal. Additionally, if proper position of the tamping tube is not maintained during catheter removal, the sealant could be dislodged from the vessel wall. Sealant stuck to the advancer tube may be an indication of over-tamping; however it cannot be conclusively determined based on the information provided and without the device being returned for evaluation. Should additional relevant information become available, a supplemental medwatch will be filed.

Event description:
It was reported that during the deployment of the mynxgrip device fragments of mynx sealant were noted to be stuck to the advancer tube. The device was being used with a 6f procedural sheath for arterial closure following an interventional procedure. As reported, the device was deployed in the "normal fashion"; however, during the final step when the device was being removed, a fragment of sealant was observed above the patient's skin and additional sealant fragments were noted to be stuck to the advancer tube. Manual pressure was applied for 27 minutes or less to achieve hemostasis. The patient's hospitalization was not prolonged as a result of the event. The patient was noted to be doing well at the time of this report. Additional information was requested but was unknown.